Event description:
During patient trial, the vent alarmed technical error's 10 and 12. The customer restarted ventilator and errors went away. The patient had to be bagged during the restart. Contact found one of the batteries to be dispolaying "malfunction" under the status screen.